Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into clinic for device interrogation due to transmissions on merlin showing ventricular fibrillation (vf) episodes. Upon interrogation, the right ventricular (rv) lead exhibited noise on several episodes that triggered vf alerts and non sustained rv oversensing alerts. The noise was reproducible with isometrics testing. Programming change was made to discontinue the device therapy. The patient was stable before, during and after the event.